Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced syncopal episodes due to the right ventricular lead dislodging. The lead was capped and replaced.